Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8835, product type: programmer, patient. (B)(4).

Event description:
It was reported that the refill date on the personal therapy manager (ptm) was no accurate after updating the pump and utilizing the ptm. It was suggested to re-update the pump with the clinician programmer or recouple the ptm. Additional information received reported that the physician had not updated the physician programmer, it was an error on the physician part. It was noted that everything was fine and the patient's ptm was showing the correct refill date. It was unknown what the pump was infusing.